Event description:
A market surveyor reported a consumer who is unable to drive at night following intraocular lens (iol) implant surgery. Add¿l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Add¿l info was requested on 04/23/2012 and 05/02/2012 by phone, fax, and mail. A completed questionnaire has not been returned. (B)(4).